Event description:
The patient was undergoing a hernia repair of a large abdominal wall and flank defect including resection of the iliac crest. The device tore during implantation of the device. No other information is available at this time.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. To date, (B)(4) devices from this lot were distributed, including 14 devices that were implanted, with one other similar complaint reported to lifecell by same the facility. Conclusion: based on internal investigation, the device met qc release criteria including mechanical testing